Event description:
It was reported that there was a flipped pump. The patient was having an x-ray because the healthcare provider suspected the pump flipped, as they were unable to fill it. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).